Manufacturer narrative:
The reason for this revision surgery was to exchange the broken implant. The implants were in the patient for 1 years, 2 months and 22 days prior to revision. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 165 prior complaints reported against this part; 32 of these complaints have the same failure mode of trauma. This is the first complaint against this lot number. The root cause of this event was reported as a bad fall. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient broke their glenoid and baseplate due to a bad fall.